Event description:
It was reported that lead damage was suspected but not confirmed visually.

Event description:
It was reported that high pacing impedance and varying capture threshold were observed on the right ventricular (rv) lead. The patient was stable and will continue to be monitored. There were no adverse consequences.